Event description:
A follow up call was made and the customer did mention being hospitalized with diabetes related, but the insulin pump and sensor were not the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.